Event description:
It was reported that the pt's "pump froze" and subsequently the pt experienced nausea and vomiting. There was an alarm present "once an hour." The pt was admitted to the ER (emergency room) for three hours since the ER staff thought that the pt had the stomach flu. The pt lost (B)(6) pounds in seven days. The pt was at home at the time of this report. The medication being delivered via the device system was not reported. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).